Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was worn for less than an hour.

Manufacturer narrative:
The returned device was evaluated and the device had the cannula assembly fully deployed and the needle completely retracted. The pink slide insert was seen in the viewing window. The downloaded data did not show any timeouts or drive stalls during the run. The device was deactivated at 127 pulses and completed a bolus. The needle mechanism was reset and found to deploy properly. No damages or defects were observed that would result in a needle mechanism failure.